Event description:
I bought this tens unit replacement pads on amazon, but found it to be ineffective and caused redness and itching at the contact site. I think this product has potential safety risks. I suspect that this product is not listed by the FDA, and I hope the platform can investigate and deal with it.